Event description:
Additional information was received. Fluoroscopy revealed no conclusive findings. However, the physician felt there was infarction tissue at the patient's apex resulting in the increased threshold measurements. In addition, as the lead was previously secured into that same location, it was thought the lead had micro-dislodged resulting in the out of range impedance measurements. A revision procedure was performed. This lead was successfully repositioned and remains in service.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Only a proximal portion of lead was returned, severed 7.5 cm from the terminal pin. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the terminal pin assembly found no anomalies. Laboratory analysis of the returned lead segment did not identify any characteristics that would have caused or contributed to the reported clinical observations. The returned device passed all testing.

Event description:
Boston scientific received additional information. Approximately six years later, the device and a segment of the rv lead were returned for analysis. No further allegations were reported against the system. The reason for the explant was not provided. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead and device were successfully implanted. Defibrillation threshold testing was successful at 17 joules. The following day, high out of range impedance and increased threshold measurements were observed. An internal technical service consultant was contacted for a possible explanation. It was thought the lead may be dislodged or there may be a connection issue. Further device/lead integrity verification testing was recommended and if needed, a save to disk for further review. An x-ray of the device header connection and the lead position was recommended and is intended. No adverse patient effects were reported.

Event description:
Additional information was received. One day post repositioning increased threshold measurements were observed. The patient with this lead is one percent paced. An internal technical service consultant was contacted and provided further recommendations. The patient with this lead is reluctant to have a further revision procedure. As of this date, this lead remains implanted and will be further monitored.